Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio beep anomaly. The customer¿s blood glucose level was 250 mg/dl at time of incident. Customer states that beep not happening. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08705 inches. All bolus programmed during testing were properly delivered. No bolus delivery anomaly noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in insulin pump history files. Device received with minor scratched display window and case.